Event description:
It was reported that an increase in capture and decrease in r-wave amplitude were observed. Patient also reported pain near the right apex. A CT scan was performed and revealed that the lead had perforated. As such, the lead was repositioned.

Manufacturer narrative:
No medwatch form was received.